Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). Control circuit board and expiratory channel circuit board were found defective due to liquid damage and required replacement. The origin of the liquid is unknown. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.